Manufacturer narrative:
Correction - b1 should be ¿product problem¿ only, b2 should be empty, h1 should be ¿malfunction¿.

Event description:
Related manufacturer reference number: 2017865-2021-20470 it was reported a patient presented to the emergency department with fatigue and weakness due to cardiac arrest. The atrial lead had high pacing impedance and noise reversion had occurred. Their implantable cardioverter defibrillator had signal undersensing that led to delayed high voltage therapy, after appropriately sensing and delivering therapy. Programming changes were made to restore normal parameters. The patient was intubated but recovering.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient presented in the emergency department with fatigue and weakness. The atrial lead had high pacing impedance and noise reversion had occurred. No changes were made because the following day, the patient experienced cardiac arrest with a prolonged period of pulseless electrical activity. The patient never regained consciousness and life support was discontinued on (B)(6) 2021.